Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch "when balloon pump discontinued, it was noted that the wire of the balloon was broken. X-rays of patient taken with normal findings no foreign body noted". The customer is unable to provide any further information.

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon return, the one-way valve was tethered to the short driveline tubing. A non-teleflex sheath was on the iabc; buckling was noted to the sheath body/extrusion and clear liquid was noted within the sheath sidearm. The bladder was fully unwrapped. Damage to the outer lumen was found in multiple areas and the damage is consistent with buckling to the outer lumen; the damage was noted at approximately 9.1cm to 15.7cm, 17.0cm to 20.5cm, and 27.5cm to 35.5cm from the iabc luer. The sheath was moved towards the bifurcate and the outer lumen was found damaged and broken/torn at ap-proximately 35.5cm from the iabc luer. Furthermore, the iabc central lumen within the flex-tip assembly area was noted damaged; the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen). A dried orange media was not-ed on the exterior surfaces of the returned sample. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. Due to its returned state, functional leak testing of the bladder was unable to be performed. As a result, the bladder was closely inspected. No bladder leak sites were noted. During leak testing, multiple leaks were noted from the damaged outer lumen in the areas of buckling and at the location of the broken outer/central lumen. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen at the location of the flex-tip assembly separation. Some blood was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 59.1cm from the iabc luer. The guidewire was able to advance and exited at the location of the inner cannula separation. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab leak suspected is confirmed. During the investigation, blood was confirmed within the iabc helium pathway and various damages were immediately noted to the intra-aortic balloon catheter (iabc). The iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. Furthermore, the iabc outer lumen was noted damaged and multiple leak sites were noted from the damaged outer lumen. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first or what initially caused the complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported via medwatch "when balloon pump discontinued, it was noted that the wire of the balloon was broken. X-rays of patient taken with normal findings no foreign body noted". The customer is unable to provide any further information.